Event description:
The user facility reported that after an operator loaded a full cart into the sterilizer the cart tipped over and pinned the operator's left hand between the cart and the corner of the sterilizer end ring. The operator was able to manipulate the cart to free her hand and placed the cart back into the proper position. The employee suffered a burn on the back of her hand and pain. The burn did not blister. The employee did not seek medical treatment and continued working. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer loading rack and trucks as well as the loading cart and found no issues with the components. The technician then inspected the sterilizer's interior rails and found the two rails that the loading cart sits on were not level. The technician also found the bracket that holds both rails and attaches to the lower front of the sterilizer was loose. The technician leveled and tightened the interior rails, tested the unit and returned the unit to operation. The employee burnt her hand on the corner of the sterilizer as the sterilizer was hot following a previous operation. The employee was not wearing proper ppe at the time of the event. The century operator manual states (pp. 1-1), "sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation". The steris technician spoke with the spd manager, who stated that it is the hospital's procedure to wear gloves only when unloading hot loads. The technician counseled the facility of the importance of wearing gloves while reloading the sterilizer following a previous operation. No further issues have been reported.